Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to urethral atrophy. A surgical procedure was performed to remove and replace all the components. There were no device issues and no additional patient complications reported.